Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed and noticed that they have tried all remedies but issue was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms or occlusion anomalies insulin flow blocked alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. (B)(4).